Event description:
Right atrial (ra) lead and right ventricular (rv) lead exhibited high undefined impedance measurements. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).